Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The reported occlusion alarm is attributed to the user error as the operator inadvertently did not turn on the pfsl unit which delivers the therapy fluid to the cycler, indicating that the cycler alarmed appropriately. A direct correlation between co system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occurred during a routine hemodialysis treatment. Due to the amount of time spent troubleshooting the alarm, treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.